Manufacturer narrative:
Additional device manufacture date: 01/01/2009. User facility did not report this event (written or verbal) until they had a second event on (B)(6) 2010 ((B)(4)). Manufacturer was unaware of this event. Manufacturer did not receive this product for evaluation or possible corrective action for this event. Also see related MFR report 3003923579-2010-03 and letter of findings.

Event description:
.